Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
The device is available to be returned for evaluation; however, it has not yet been received.

Event description:
The incident involved a spinning spiros¿ closed male luer, purple cap on an unknown date. The reporter stated that a large drop of product leaked at the level of spiros (not at the junction with the syringe, and with the needle, according to the liberal nurse). The status of the product at the time of event is during injection. There was patient involvement but no harm was reported. This report captures the second of two reports.